Manufacturer narrative:
Multiple attempts were made to obtain additional information regarding the event, with no response from the customer. No further information was provided. Based on the information available, the cause of the reported problem was not able to be established. The reported problem was not confirmed multiple attempts were made to obtain the device context of use, evaluation, repair, and operational status with no response from the customer. No further information was provided; therefore, the device operation was not able to be confirmed.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported fetal monitoring was difficult and there was a loss of signal during epidural insertion, requiring placement of a fetal scalp electrode. Once in place, the monitor generated a coincidence alarm for 20 minutes between the fetal and maternal heart rates. Following the vaginal birth, the baby was brought to the nicu but could not be resuscitated and subsequently passing away. There were no complications during delivery and autopsy of the baby was pending. The customer did not believe there should have been a coincidence when using a fetal scalp electrode. The electrode was discarded, and the monitors sequestered.